Event description:
It was observed, that during the device evaluation. The light source exhibited damaged power switch. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 12 years since the subject device was manufactured. Based on the results of the investigation, the cause could not be estimated from the information obtained. The root cause could not be identified. Olympus will continue to monitor field performance for this device.